Manufacturer narrative:
(B)(4). The reported product was not returned and a comprehensive device investigation could not be performed.

Event description:
It was reported that the patient's device went into backup vvi when attempting to download the new fw upgrade. Downloading the original fw through etp was discussed. The clinician decided not to upgrade to the newest fw. The patient did not experience any adverse effects. Device remains implanted.